Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side device rupture. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, a left side device rupture. Diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease / folding of implant: no observed. ¿ visibility/ palpability: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage and observed broken device assessed as unidentified (tear) opening. Shell thickness within specification. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ crease folding of implant: observed. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported a left side device rupture diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Event description:
The device has been explanted and replaced with another manufacturers device.